Manufacturer narrative:
Citation: khadija ha, alnees m, gandelman g, george j, blatt a. Tavi complication: prosthetic valve leaflet dislodgment after post-d ilatation. Int j surg case rep. 2024;124:110441. Doi:10.1016/j.ijscr.2024.110441. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had a medtronic 29 mm evolut pro transcatheter aortic valve implanted valve-in-valve in a 25 mm non-medtronic valve (acurate neo) that was damaged and severely regurgitant following a balloon post-dilation. The authors wrote that the valve-in-valve implant was successful and resolved the severe aortic insufficiency. Two days later, the patient required the implant of a permanent pacemaker due to complete atrioventricular block. The patient was discharged home two days after the pacemaker implant.